Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and oversensing associated with the right ventricular lead. (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance, many non-sustained episodes due to noise and a high sensing integrity count (sic). Lead fracture was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.